Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No scrolling on display noted. The pump was received with cracked reservoir tube and corner display window. No cracked on display was noted. No moisture damage was found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 122 mg/dl. The customer stated that the numbers are not ramping on their own. The customer stated that the scroll bar is moving with no input. The customer reported fluid under the lcd display. The customer stated that there are cracks around the reservoir window. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.